Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the forceps elevator wire. There was no patient involvement.

Event description:
No new information provided by the customer.

Manufacturer narrative:
Updated field: h4. This supplemental report is being submitted based on additional information provided.